Manufacturer narrative:
The customer reported that nurse was taking care of a patient and stated that tracing was sketchy with questionable variables. The nurse was adjusting ultrasound (us), but couldn't pick up tracing or really hear good fetal heart rate (fhr). Patient was 37 wks gestation. Nurse acted on gut instinct & asked for internal lead placement. After the lead was placed, patient was taken for a stat c-section. Applying a fetal scalp electrode (fse) is the recommended way to proceed if the fhr is hard to find via ultrasound. All available information indicates that the monitor correctly presented this baby's condition and that the hospital clinician followed good clinical practice and provided additional therapy when warranted. There was no malfunction or user error. No further investigation or action is warranted.

Event description:
The customer reported that an experienced nurse was taking care of a patient and stated that tracing was sketchy with questionable variables.